Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was having some difficulty charging/cosmetic issue with the ipg. The patient underwent a revision procedure wherein the ipg was relocated to a better location. The patient was reportedly doing well postoperatively.